Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the foley catheter did not drain when it was inserted. Stated that another foley catheter with the same reference number came apart and broken by the adaptor for the bag.

Event description:
It was reported that the foley catheter did not drain when it was inserted (tw#6099349). Stated that another foley catheter with the same reference number came apart or broken by the adaptor for the bag .

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.